Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
It was reported that during testing prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during testing prior to a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.